Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to acceptance criteria. During the on site visit energy measurements were performed with external measuring equipment, the sensors were adjusted according to measurements, sensitivity of sensors had been adjusted, n2 generator had been checked for flow depth and o2 concentration in two operating regimes, energy calibration had been performed with saving of calibration table as operational. The final system check had been performed. Review of the logfile can reproduce the reported error message during treatment. The user was not able to go on with the treatment due to the error was consistent and has to abort the treatment. The following energy checks failed also due to the same error message. The reported error is caused by the missing recalibration of the system by the service technician. A root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser displayed an error message and stopped working after the footswitch was pressed. Only six percent of treatment was performed. The flap was put back down and treatment was aborted. The patient will be rescheduled. Additional information provided states that the patient was rescheduled for treatment. It was noted after retreatment that the ablation depth was less than planned. The patient will be seen in follow up at a later date.